Manufacturer narrative:
H.6 investigation summary: one photo of a loose 1ml syringe was received and evaluated. It was observed a portion of the "0" was missing from the scale markings and no graduation lines were present. The missing scale was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8220915 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the bd syringe luer-lok¿ tip was used with cytotoxic "bortezomib" when part of the scale markings were noticed to be missing during use. The following information was provided by the initial reporter, translated from french to english: "description: no graduation on the syringe (partial printing on the syringe body) the incriminated device is available at the pharmacy (has been in contact with a cytotoxic product: bortezomib).".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was used with cytotoxic "bortezomib" when part of the scale markings were noticed to be missing during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "description: no graduation on the syringe (partial printing on the syringe body) the incriminated device is available at the pharmacy (has been in contact with a cytotoxic product: bortezomib)."